Manufacturer narrative:
(B)(4).

Event description:
Two passing pins failed at the tip while drilling in the femur during an acl reconstruction. Surgeon elected to leave both of the broken tip where they broke off. A biomet passing pin was available and used to complete the case. Passing pins are not being returned for evaluation.